Manufacturer narrative:
The technician replaced the hydraulic manifold to resolve the issue.

Event description:
The technician alleged that the head hi-low is slowly drifting down. No patient impact.